Manufacturer narrative:
Based on the claim against the product by the customer noting that the image orientation rotated nearly 15-degrees automatically, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An isi field service engineer contacted and guided the or staff to adjust the endoscopic camera manipulator (ecm) position, reinstalled the adapter and endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint regarding image orientation issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera head rotated nearly 15 degrees automatically after the customer completed docking to the patient and started the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the camera head together with the endoscope and press the instrument clutch to cancel the guided tool change feature; however, the issue persisted. The tse also had the customer press the camera pedal to manually adjust the image orientation, but the issue still could not be resolved. The tse then suggested power cycling the system, but the customer was not able to perform the isi tse¿s recommended troubleshooting step at the time of the event. The site continued and completed the procedure with no reported injury. Isi performed a follow-up with the customer and obtained the following additional information regarding the reported event: the endoscope was reportedly inspected prior to use, and no issue was noted. The endoscope did not move with unintuitive motion. The video image and the surgeon controls were not inverted. It was confirmed that there was no patient harm, injury, or adverse outcome due to the reported incident.